Manufacturer narrative:
Section a2: corrected. Manufacturer's investigation conclusion: the reported event of display and silence button not activating when depressed was confirmed with the returned system controller (serial#: (B)(6)). Depressing the display button did not cycle through each of the six screens and depressing the silence button did not silence the induced power cable disconnect alarm. The user interface assembly was replaced with a test assembly and all user interface buttons functioned as intended thereafter. Electrical measurements on the user interface assembly did not pass. Depressing the display and silence buttons would complete the circuit and activate the ~5v signal at the buttons; however, the voltage signal was not present at the connector indicating the electrical trace is damaged. A root cause of the damage trace could not be determined through this evaluation. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ under ¿system controller user interface components¿, explanation of the three user interface buttons is outlined. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ under ¿system controller user interface components¿, explanation of the three user interface buttons is outlined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller screen was faulty. The silence alarm button was not responding. No alarms were reported. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.